Manufacturer narrative:
(B)(4). The reported complaint that "there was a small hole in the side of the catheter that was outside the body" is confirmed based on the customer pictures. The product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint is manufacturing related. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported via a medwatch report that "there was a small hole in the side of the catheter that was outside the body. Contrast was injected through the catheter using a power injector. Power injector settings were confirmed appropriate for the catheter. No harm to the patient, as the defective part of the catheter did not enter the body". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Medwatch report number not provided. Uf/importer report # (B)(4).

Event description:
It was reported via a medwatch report that "there was a small hole in the side of the catheter that was outside the body. Contrast was injected through the catheter using a power injector. Power injector settings were confirmed appropriate for the catheter. No harm to the patient, as the defective part of the catheter did not enter the body". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Medwatch report number not provided. Uf/importer report #3902560000-2023-8072.

Manufacturer narrative:
(B)(4). As per the additional information received on 05jul2023, the catheter was initially located at the right atrium of heart and the hole was identified near the hub of the catheter during injection of contrast. The catheter did not inject contrast appropriately as most of the contrast went out of the hole. The catheter was removed and another catheter of same type with larger diameter was used (6fr). The patient had no injury. The reported complaint that "there was a small hole in the side of the catheter that was outside the body" was confirmed based on the customer pictures. It was reported there was no sample available for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint is manufacturing related. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Medwatch report number not provided. Uf/importer report (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported via a medwatch report that "there was a small hole in the side of the catheter that was outside the body. Contrast was injected through the catheter using a power injector. Power injector settings were confirmed appropriate for the catheter. No harm to the patient, as the defective part of the catheter did not enter the body". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Medwatch report number not provided. Uf/importer report (B)(4).